Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss due to broken tubing between the pump and cylinder from wear and tear. The device would not inflate. The ipp was explanted and replaced. There were no patient complications reported.